Event description:
The screw loosens. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device was not returned.